Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03675. It was reported the patient was not receiving effective stimulation. Patient¿s leads had migrated and one of the leads was showing high impedances. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue. Patient did not report any falls or trauma.